Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('moved and came out of vagina/moved out of vagina/expulsion of essure device/essure device ripped and fell out on its own') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2004, the patient was found to have weight increased ("weight gain"). In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the device expulsion, depression, dyspareunia, weight increased and vulvovaginal pain outcome was unknown. The reporter considered depression, device expulsion, dyspareunia, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). On (B)(6) 2004 procedure-other (please specify) essure device ripped and fell out its own. Discrepancy noted in date of insertion (B)(6) 2003, (B)(6) 2003. Discrepancy noted in date of removal (B)(6) 2003 and (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Most recent follow-up information incorporated above includes: on 7-apr-2020: pif received. Case became serious incident. Explant details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('moved and came out of vagina/moved out of vagina/expulsion of essure device/essure device ripped and fell out on its own') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2004, the patient was found to have weight increased ("weight gain"). In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the device expulsion, depression, dyspareunia, weight increased and vulvovaginal pain outcome was unknown. The reporter considered depression, device expulsion, dyspareunia, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: current weight 200 lbs. (B)(6) 2004 -procedure-other (please specify) - essure device ripped and fell out its own discrepancy noted in date of insertion- (B)(6) 2003, (B)(6) 2003. Discrepancy noted in date of removal- (B)(6) 2003 and (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.